Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While on support, there were aorta alarms. The pump was repositioned, and the left ventricle signal significantly increased and was higher than the placement signal. Impella flows have been sporadic throughout the case. The max and min flows were very narrow with average flows of 4.1liter per minute at p8. Th staff believed this could be displaying saturated flows and there could be an obstruction to the cannula.

Manufacturer narrative:
The investigation into the saturated flow issue has been completed since the original report was filed. The pump was returned for investigation. Upon visual inspection, no biomaterial or blood ingress was seen on the pump; its parameters were found to be in range. However, data logs showed that pump experiencing saturated flows, and "impella in aorta" alarms occurred after saturated flows. The root cause of the saturated flow cannot be determined as the failure was unable to be reproduced. In accordance with updated procedures, section d6 has been revised from the initial submission.